Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the physician sutured the left ventricular lead and right ventricular he noted the patient had experience loss of pacing. The lead was noted to be fractured. The patient had to be externally paced while the lead was inspected. The physician removed and replaced the lead. The lead would be returned. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.